Event description:
Patient reported experiencing elevated blood glucose of 245 mg/dl at 5:00 am in 2006. She indicated that she administered a bolus and at 7:00 a.m. Her blood glucose was 225 mg/dl. Patient examined the infusion set and discovered that the tubing was partially separated from the luer lock. She stated that she did not feel insulin leaking from the tubing, but thought it might have been. Patient changed the infusion set and administered a bolus to compensate for the elevated blood glucose. Her normal blood glucose level was 120 mg/dl. She reported a similar occurrence about 7 days prior to this event but could not recall the details. Patient did not report any symptoms associated with this issue. No medical assistance was required. She discarded the infusion set and therefore will not be returning it for evaluation.

Manufacturer narrative:
Product not returned for evaluation.